Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the tubing for the system was clogged and leaked prior to the ablation beginning. When checking the lines, the center of the line's connector was clogged and leaking between the two ends of the line. Replacing the line restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.